Manufacturer narrative:
Quality engineering was unable to determine the root cause for this complaint, however, the deflation difficulty is likely related to an obstruction of the inflation/deflation lumen. Balloon rupture, with subsequent deflation difficulties are a rare occurrence. A review of the mfg device records did not reveal any non-conformities which could have contributed to this complaint. This issue will continue to be monitored for possible future action. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that the delivery sys would not deflate for 5 mins after the stent was deployed. This occurred during an emergency procedure. No pt injury was reportedly associated with this event.